Event description:
It was reported that the pump¿s connector broke around the cartridge, leaving the cartridge stuck in the pump and preventing disconnection or removal. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s family and analysis of the information they provided. Investigation of this case revealed a mechanical problem involving failure to disconnect, traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.